Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One impl tapered scr-v ha 4.7 mm 4.5mm 11.5mm (tsvwh11) was received for investigation still attached to a removal tool, and alongside its mount. Visual inspection of the as returned product identified damage to the implant likely resulting from the removal process and fracturing of the mount's hex as reported. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. The alleged device malfunction was confirmed. A root cause cannot be determined. The following sections have been updated: d4: (B)(4).

Manufacturer narrative:
(B)(4). Additional 510k number: k013227.

Event description:
It was reported that the mount fractured off into the implant (tsvwh11) drive feature during placement. The mount and implant are a bundled device. No delay in procedure and no patient impact. Tooth location 30.